Event description:
It was reported that the pump exhibited a syringe plunger error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked by the left front bottom corner and the plunger head was cracked by all screws. Error history log review found a check syringe plunger sensor error. During the functional testing the check syringe plunger sensor was duplicated during the self test. The left plunger case was damaged and the plunger head flippers would stick when plunger lever was actuated. The root cause of the reported issue was a result of the customer's physical damage to the device. Replaced right and left plunger case and performed calibration on the pump and passed all the functional tests.